Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet while taking out trash, resulting in a cracked screen and loss of display functionality, though blood glucose control was not impacted and the patient transitioned to backup therapy while awaiting a replacement. Symptoms included no reported adverse clinical effects; the patient reported a blood glucose of 139 mg/dl. Outcomes included temporary interruption of primary device use and reliance on backup therapy. Investigation included collection of event details and return of the affected device for assessment. Investigation of this device revealed physical damage to the ilet screen consistent with external impact, with no reported alerts, alarms, or therapy interruption prior to shutdown being unavailable due to a broken screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.